Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfuntion. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that patient mistakenly bumped her cannula or it was pulled out by catching it on something which caused leaking. She noticed hard swollen spots underneath the cannula when applied to her abdomen